Manufacturer narrative:
H.6. Investigation summary: customer returned two (2) used 31gx5mm bd pen needles without tear drop labels attached. Consumer called in to report, no insulin flow when taking injection. Both returned pen needles were examined, and it was observed that one of the pen needles had a bent non-patient end (npe) cannula, and the other had a broken npe cannula. No evidence of manufacturing defect was observed. The bent and broken npe cannulas would be the cause for no flow through the pen needles, hence, the customer would think the pen needles were clogged. Since both pen needles were returned after use, and no manufacturing defects were observed, the probable cause of the bent and broken npe cannulas is user error when attaching the pen needles to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (bent npe cannula, broken npe cannula). The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10.

Event description:
It was reported that bd ultra fine¿ pen needle had no insulin flow during injection. This was discovered during use. The following information was provided by the initial reporter: material no. 320119 batch no. 9106628 it was reported that there is no insulin flow during injection. Verbatim: spouse of consumer called in to report, no insulin flow when taking injection. Does not prime before use. Explained to husband to tell his wife to prime needle before taking injection.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra fine¿ pen needle had no insulin flow during injection. This was discovered during use. The following information was provided by the initial reporter: material no. 320119 batch no. 9106628. It was reported that there is no insulin flow during injection. Verbatim: spouse of consumer called in to report, no insulin flow when taking injection. Does not prime before use. Explained to husband to tell his wife to prime needle before taking injection.